Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a tvh, the jaws of the device became locked while working on a large tissue bundle. The device was cut off in order to remove it. The surgeon opened another device and finished the procedure with no further difficulties. There was no patient injury.